Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. Minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had not been functioning properly for the past week leading up to the call and may not have been delivering insulin. Customer reported having blood glucose levels around 400 mg/dl during the last week. No further information was provided.